Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high threshold measurements, at max output. This was observed during a device changeout procedure. Technical services (ts) reviewed and observed episodes of atrial channel oversensing on the rv channel. Ultimately, this rv lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.